Manufacturer narrative:
(B)(6). Concomitant medical products: unknown continuum cup; unknown continuum liner; unknown head. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported patient experienced a periprosthetic fracture. Fracture was corrected with periprosthetic femur plate system. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number and lot number of the device involved in the incident is unknown. The device history record was unable to be performed as the part number and lot number involved in the event are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.